Event description:
Related manufacturer reference number: 3006705815-2023-04474. It was reported that one of patients leads had high impedances and patients ipg was unable to communicate with external devices as a result surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and one lead was explanted and replaced to address the issue. It is unknown which lead had the high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000132927. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.